Manufacturer narrative:
Correction: h10 product event summary: the controller and two batteries were not returned for evaluation. A review of the alarm log file revealed fourteen critical battery alarms and nine controller fault alarms on 03/may/2017. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Analysis of the event log file revealed three controller power up events within the analyzed period logged on 03/may/2017 at 09:35:16 and at 10:25:34, and on 04/may/2017 at 06:09:33. The controller was without power for a maximum of 22 hours, 21 minutes, and 23 seconds. As a result, the reported event was confirmed. Log file analysis revealed two additional controller power up events logged on 30/apr/2017 at 20:55:08 and 20:55:57. No anomalies were observed leading up to the losses of power. The controller was without power a maximum of 5 minutes and 58 seconds. A possible root cause of the losses of power on 30/apr/2017 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the critical battery, controller fault alarms, and losses of power on 03/may/2017 and 04/may/2017 can be attributed to the patient allowing batteries to depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller and batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the alarm file revealed 14 critical battery and 9 controller fault alarms on (B)(6) 2017. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis also revealed two (2) controller power up events on (B)(6) 2017 at 09:35:16 and 10:25:34 respectively and one (1) controller power up on (B)(6) 2017 at 06:09:33. The controller was without power for a maximum of 22 hours, 21 minutes, and 23 seconds. As a result, the reported event was confirmed. The most likely root cause of the critical battery, controller fault alarms and loss of power can be attributed to the patient allowing batteries to depleting below 10%. The batteries likely recovered enough charge to start the controller again, but quickly depleted, causing additional controller power up events. An internal investigation was initiated to capture events involving the controller losing power and implement corrective actions as required. Other devices involved in this event: battery/ bat300191/ model #1650/ exp. Date: 2016-05-31/UDI#: (B)(4), device available for evaluation: no, mfg. Date: 2015-05-31, labeled for single use: no, (B)(4). Battery/ bat313995/ model #1650 / exp. Date: 2017-02-28/UDI#: (B)(4), device available for evaluation: no, mfg. Date: 2016-02-28, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found down at home with depleted batteries. The controller had multiple controller fault and critical battery alarms. The controller and batteries remain in use. No further patient complications have been reported as a result of this event.